Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain indications. It was reported that the patient requested an mdt representative (rep) to meet them to have their pump interrogated due to nobody checking the pump after the patient had magnetic resonance imaging (MRI). The patient confirmed that the pump was not currently alarming but stated they were "not getting much pain relief, that's for sure". Patient services (ps) inquired if it began after the MRI or not and patient stated that it had been this way for awhile but the MRI was the friday before last. Patient stated they were trying to find a new healthcare provider (hcp) because they think the pump was not installed properly due to side effects. Patient reported they have diarrhea they cannot control, like incontinence. Patient further reported their legs are so swollen and sore and all this has happened since the pump. Patient stated the pump had morphine at first but then it was changed to something else. The caller was redirected to follow up with their hcp. Additional information was received from a consumer (con) and healthcare provider (hcp) reporting that the patient was not able to connect to their replacement personal therapy manager (ptm) to their pump. Patient reported they had morphine at first but it caused a whole lot of leg swelling and pain but they changed it to something else and the patient was still having leg swelling. Patient services (ps) had patient try to connect to the pump using their handset and communicator and they were able to get the patient to connect the ptm to the pump. The patient was receiving a motor stall message/ stopped pump once connected. Patient reported they had magnetic resonance imaging (MRI) recently and did not have pump checked after the MRI. The issue was not resolved through troubleshooting. Patient was redirected to their hcp to further address the issue.